Event description:
It was reported to the safety officer that there was a hemorrhoidectomy performed in 2002 on clinical study cm-00-0002. The procedure was performed without incidence. The patient was readmitted to the hospital eight days later for rectal bleeding. It is unknown the direct cause of the bleeding. The patient was transfused with two units of blood and conservative treatment was continued without incidence.